Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I result was misalignment of the r1 probe. The instrument is operating within specifications.

Event description:
A falsely elevated troponin I result of 1.7 ng/ml was obtained on a patient sample. The results were not reported to the physician. The test was repeated on the same sample, and a result of 0.00 ng/ml was obtained. Patient treatment was not prescribed or altered, and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was misalignment of the r1 probe.